Manufacturer narrative:
Reporting institution name: (B)(6). The customer received remote support from customer care solution center.

Event description:
It was reported that the device shock is not delivering. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy port. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.